Manufacturer narrative:
The reported event of the atrial setscrew came out of the device stuck to the wrench tip when screwing in the lead was confirmed. Analysis revealed that the atrial setscrew became stuck to the torque wrench because the wrench was inserted incorrectly by the user/physician. The wrench tip was not aligned with the setscrew¿s hex inset, causing its corners to wedge into the inset walls and become stuck to the wrench tip. When the physician removed the wrench from the device, the setscrew stuck to it was pulled out with it. This issue resulted from improper use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
During an implant procedure, when attempting to screw in the leads, the torque wrench spun freely which caused one of the screws to come out of the pacemaker. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.